Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with changing the reservoir and sets. Customer ran out of insulin before it was time. Customer put insulin in the reservoir and noticed that it had a huge air bubble, so he took the reservoir out. Customer tried to push insulin with the plunger and insulin came out. Customer was assisted with the priming process and getting the settings out of the pump. Customer was advised that the pump was rewound since there was a rewind complete on the screen. Customer declined troubleshooting. Customer asked for assistance with getting the bolus and basal settings out of the pump and changing the time. Customer declined a replacement reservoir. No further assistance needed.